Event description:
It was reported that the user experienced an episode of hypoglycemia of unclear cause that was managed per troubleshooting and education guidance, with a documented low glucose value of 40 mg/dl and treatment with oral glucose. Symptoms included signs consistent with low blood glucose. Outcomes included transient interruption of normal activities related to the hypoglycemic event. Investigation included internal case review and user counseling on acute hypoglycemia management. Investigation of this case revealed no device malfunction reported or confirmed, and the event was consistent with an adverse physiological episode without identified device contribution. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.